Event description:
It was reported that the patient's implantable neurostimulator (ins) had a high impedance readings (> 2000 ohms) on some of the bipolar pairs (electrode combinations 0&2, 0&3, 1&2 and 1&3). The patient was not using those electrode combinations and was programmed with electrodes 0 &1. It was noted that the patient was getting good therapeutic response but did experience some "slight breakthrough tremor" which led to checking the device for impedance issues. Despite the noted impedance issues, the patient was still getting "good therapeutic response" which was reinforced with an immediate return of symptoms when the ins was turned off. It was also unclear if the event was a result of progression of the patient's disease. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).